Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was damaged upon inserting into eye. Additional information was provided by the initial reporter that he believes there was a loading error. The case was a success, other than having to open a second lens. The event was resolved.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge and a non-qualified viscoelastic. A handpiece was indicated that would have been qualified to use with a qualified cartridge and viscoelastic. The root cause is most likely a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).